Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to the patient's infection. Subsequently, this device was pulled from archive for further analysis testing.